Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported 3 infusion set headsets leaked around the adhesive and the cannula and his blood glucose elevated to 238-300 mg/dl. He changed the headset and bolused through the infusion device. His normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.